Event description:
It was reported that a patient presented in-clinic with high capture thresholds noted on the patient's right ventricular lead. The lead was surgically repositioned on (B)(6) 2024. The patient was stable throughout.